Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that there were contact marks on the surface of the probe and non-insulated area. The ptfe pad of the subject device was partially worn. The coating of the subject device was peeled. Also the outside surface of the grasping section showed that there was scratch. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device and the similar cases in the past, the wearing of the ptfe pad might be caused by activation in seal & cut mode while grasping nothing. The contact marks and the short circuit error might be caused by coming in contact between the surface of the probe and non-insulated area with the worn pad. The peeling of the coating might be caused by coming in contact between the subject device and other surgical devices. The instruction manual of the subject device warns; *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the subject device was used during a laparoscopic assisted right colectomy. An hour later of beginning the procedure, the short circuit alarm kept sounding and the ptfe pad was worn. The doctor changed the subject device to another device. And he continued the procedure. There was no other patient injury regarding this report. On (B)(6) 2016, olympus medical systems corp. (Omsc) confirmed that the coating of the subject device was peeled.